Manufacturer narrative:
The results of testing performed on the returned cycler showed that there were no indications of a fluid leak inside the cassette door or within the pneumatic tubing of the cycler. A simulated treatment was performed and completed without any failures or problems. During a second simulated treatment and cycler was able to pass through the dwell phase. Per the fresenius medical care clinical investigation reviewed by the pharmacovigilance physician: the peritoneal dialysis nurse states that the peritonitis is due to touch contamination since the patient does not always follow aseptic technique. Additionally, she does not believe that the cycler caused or contributed to the event and there were no reported cassette fluid leaks. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.

Event description:
A peritoneal dialysis patient's wife called tech support requesting assistance in bypassing from dwell three to the last fill. During the call, the wife mentioned that her husband has peritonitis. The patient's peritoneal dialysis nurse confirmed that the patient did have peritonitis and was treated with antibiotics.